Event description:
It was reported that patient feels "twitching and pulsating" during a carelink transmission and "felt tired and nauseous for about 12 hours after the transmission". Additionally, patient feels sick for 12 hour anytime there is an "electrical storm" in the area. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.